Event description:
It was reported that rollator had issues with its brakes, rear legs, and wheel tread.

Manufacturer narrative:
It was reported that the rollator brakes "are not locking the rollator in place," that the rear legs of the device "extend out" and get caught when exiting a bus, and that the wheel treads are "worn out." According to the end user, she has fallen "a few times" and experienced bruising on her knee and elbow. Reportedly, the end user treated here knee and elbow at home by applying ice, heat, an unspecified "rub," and taking over-the-counter aleeve. To date, no information has been received to indicate that the end user experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No sample was returned for evaluation and a root cause was unable to be determined. In response to an FDA 483 issued for cfn 1417592 on 29-aug-2025, this medwatch is being filed.